Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer forgot to finish priming and customer blood glucose went high with blood glucose level was 369 mg/dl and 306 mg/dl. Customer stated that insulin pump did not alarm to complete the prime and found not priming related alarms in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.